Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 10 minutes of treatment with a polyflux 210h, the patient experienced a decrease in blood pressure (no values were provided). The patient was administered oxygen and the legs were raised. The filter was changed to a non baxter filter and the treatment continued. The patient recovered from the event and was sent home. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation and visual inspection with the naked eye did not reveal any issue, the visual inspection of the pur cutting surface did not show any issues and the measurement of the inner diameter of the membrane was within specifications. The reported issue was not confirmed. A batch review was also conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.